Manufacturer narrative:
The field svc engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse performed system check, high sensitivity (hs) system check, low precision run, and quality control (qc). The inc52 portion of the hs system check failed due to two outliners. The fse replaced several parts including mixer pulleys, mixer belt, mixer rollers, and aspirate probes. The fse then repeated the testing of the hs system check and it passed. A 50 replicate precision run with wash buffer, and qc was performed and it had passing results. Although, hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the synchron lx clinical system. The initial elevated result was reported outside the lab. The pt sample was retested and the results were within the normal reference range. The pt was admitted to the hospital due to the elevated accutni results. Lovenox and aspirin were administrated to the pt. No further info is available relating to any further treatment or care.